Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the instructions for use, "possible adverse effects include, but are not limited to:" "bending, loosening or fracture of the implants..." "Reoperation..."

Event description:
It was reported that the two scres broke in the patient. No details were provided as to if they were removed. Patient status: no adverse effects have been reported as a result from this event.